Manufacturer narrative:
This event occurred in (B)(6). Calibration and quality control were acceptable.

Event description:
The initial reporter received a questionable high troponin t high sensitive stat result for one patient from a cobas e411 disk. The initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2020, the patient¿s initial troponin result was 486.7 pg/ml with a data flag. On (B)(6) 2020, the patient¿s repeat troponin result was 8.17 pg/ml. The customer determined the repeat result was correct. Troponin reagent lot number was 381539 with an expiration date of (B)(6) 2020.

Manufacturer narrative:
Based on the data provided the investigation did not identify a product problem. The cause of the event could not be determined.